Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope was displaying image interference that appeared like a mosaic. It was not specified during what type of device usage the reported event occurred. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image guide bundle has significant breakages. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image guide bundle had significant breakages that led to image interference. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.